Event description:
It was reported that a patient underwent an initial hip arthroplasty on august 27, 2019. Subsequently, a revision procedure due to ceramic head fracture was performed on (B)(6) 2020. Head and liner were revised.

Manufacturer narrative:
(B)(4). Upon review of the complaint incident, it was identified that this product (item: 650-0219ha) has not been involved in the complaint, as it has not been revised. Therefore, further follow-up reports will not be submitted against this product (item: 650-0219ha). The only product involved in this complaint is the item 650-1161, with MDR reference number 3002806535-2020-00339.

Manufacturer narrative:
(B)(4). Initial MDR report. Patient information is not allowed by country regulations. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical products: medical product: delta cer fem hd 32/+3mm t1, catalog #: 650-1161, lot #: 2018111139. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00339. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent primary surgery on (B)(6) 2019. Subsequently, a revision surgery was performed on (B)(6) 2020 due to fractured ceramic caput. New ceramic head and a ceramic liner implanted. The patient had symptoms of the hip joint not functioning as expected.